Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the lead exhibited high capture thresholds and high pacing impedance. The device was reprogrammed. The patient's condition was stable.